Event description:
IV pole had 2 sigma IV pumps located above squeeze latch release. Squeeze latch slipped causing pumps to come crashing down and fell off pole onto patients hands. Patient sustained injuries to both hands, x-rays of both hands negative. Patients hands became echymotic as a result of incident. Pole was examined and found to have missing screw knob.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: material degradation/deterioration, other, other, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.